Event description:
The customer reported that she had a hard time to fill the reservoirs a while back. The customer stated that two reservoirs were broken at the o-rings location, and one of them was leaking. The customer also stated that she does not have the reservoirs to return for future testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.